Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed pressure testing. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: d1: brand name, d4: model #, d4: unique identifier (UDI) # additional information: d9, g4, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem of failed pressure test could not be tested for due to a constant clean load point 2 alert. A review of the event history log (ehl) revealed multiple events of "downstream occlusion!" Alarms however test failures cannot be determined through the history log. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified through causality as the downstream sensor was out of calibration. The force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.